Event description:
It was reported that during a laparoscopic hysterectomy procedure, the coating on the arms of the device proximal to the tissue pads were coming off. Another like device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.